Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported explantation of an intraocular lens (iol), the patient was unhappy with the outcome. The iol was replaced with an alternate lens. Additional information was requested however, further information has not been received.